Manufacturer narrative:
E1 - phone number - (B)(6). F3 - address 2 - (B)(6). Device evaluation: the cst-10 device of lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution, all cst-10 devices are subjected to functional checks and visual inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot. Review historical data: the review of historical data confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use (ifu0005), which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive cause could not be determined from the available information. A potential root cause may be attributed to a difficult patient¿s anatomy, and/or a torturous path which could have caused a build-up of pressure and or compression of the outer sheath on the inner catheter resulting in the inability to move the inner catheter. Another potential root cause could be that the hydrophilic coating on the wire guide was not sufficiently activated resulting in friction between the inner and outer catheter. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony provided. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer, the inner catheter was stuck. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive cause could not be determined from the available information. A potential root cause may be attributed to a difficult patient¿s anatomy, and/or a torturous path which could have caused a build-up of pressure and or compression of the outer sheath on the inner catheter resulting in the inability to move the inner catheter. Another potential root cause could be that the hydrophilic coating on the wire guide was not sufficiently activated resulting in friction between the inner and outer catheter. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony provided.

Event description:
A supplemental report being submitted to include investigation findings and additional information received. Did the user encountered needle advancement difficulty or difficulty in advancement device through the scope? - yes, the user encountered difficulty in advancing the needle through the device during the procedure. What was the target location? - pancreatic cyst. What scope was used? - upper gi gastroscopy. What is the scope manufacturer and model number that was used? - fujifilm / fujinon eg-760r. What esu was used? - olympus. Was the wire guide placed during the procedure? - yes. Is it possible to advance outer catheter into cyst? - yes. What electrosurgical unit was used? (What watt was this set to?) - 80/120 watts. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) if yes, please specify what additional defect(s) were observed and where on the device this was observed. - no. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? - no.

Manufacturer narrative:
E1 - phone number -(B)(6) f3 - address 2 - (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per physician during the procedure inner catheter needle was totally stuck in the scope that's why removed whole assembly from scope. Procedure done from another cystotome, because of hospital protocol discard the product.